Manufacturer narrative:
Broken prosthetic screw. Fragment of screw could not be removed. The implant needed to explanted. Fracture was caused by mechanical overload.collateral damage. No product problem detected.

Event description:
Broken prosthetic screw. Fragment of screw could not be removed. The implant needed to explanted.